Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) during cup impaction with the offset impactor, the surgeon noticed the orientation pin was no longer present. The surgeon located the pin in the wound and removed it. Case was successfully completed.

Manufacturer narrative:
Reported event: the orientation pin on the restoris pst rio offset shell impactor fell off and landed in the wound. The pin was immediately found and removed from the wound. There was no delay and no harm to the patient. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: review of the device history records indicate 9 devices were manufactured and accepted into final stock on 06/03/2013. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206276, lot number 06011112 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 206276 part number will be tracked through quarterly trend request #860. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) during cup impaction with the offset impactor, the surgeon noticed the orientation pin was no longer present. The surgeon located the pin in the wound and removed it. Case was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) during cup impaction with the offset impactor, the surgeon noticed the orientation pin was no longer present. The surgeon located the pin in the wound and removed it. Case was successfully completed.